Event description:
The hcp reported they were updating a patient pump due to a refill today and the update process failed. The hcp was updating the pump and he got a screen that said to call ¿mdt¿. The hcp did not know exactly what the screen said. The hcp interrogated the pump again and it accepted his new volume but the concentration numbers were missing and the pump was set to stopped pump mode. The programmer said it was stopped for 1 minute. The hcp programmed all values back to what they should be and was able to update the pump properly. The hcp verified all numbers were accurate on the session data report. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8590-1, lot# n138477, implanted: 2008 (B)(6); product type accessory (B)(4).